Manufacturer narrative:
Correction : section h6 :removed pec high or saturated flows, and added pec low or blocked pump flows as the voc states the pump max flow at p-3 was 1 l/min and the md comment of 'pump only had 1l/min flow.' The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced low flow and suction alarms. The position of the pump was confirmed to be correct. An embolus was seen in the inlet of the pump. The pump was exchanged for a new pump to resolve the issue. No patient harm was reported.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. The impella cp was returned. Low pump flow - the cause of the low pump flow was not determined due to low flows not recreating on returned product, no data logs recovered, and insufficient clinical details. Patient codes - thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.